Manufacturer narrative:
The specific event details and root cause could not be confirmed because the devices were not returned for evaluation and insufficient medical information was provided. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar devices for the reported lot.

Event description:
It was reported that the components were explanted due to altr or possibly a superimposed infection - right hip. Cobalt-0.9. Chromium-0.7.

Manufacturer narrative:
Additional devices listed: cat # 623-00-40g, lot # 7pvmke, description: trident 0 deg insert 40mm. Cat # 2030-6535-1, lot # 9r4mnd, description: 6.5 cancellous bone screw 35mm. Cat # 2030-6530-1, lot # 6x3mle, description: 6.5 cancellous bone screw 30mm. Cat # 2060-0000-1, lot # 4prmle, description: acetabular dome hole plug. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the components were explanted due to altr or possibly a superimposed infection - right hip. Cobalt-0.9. Chromium-0.7.